Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, elevated impedance was observed on the right ventricular (rv) lead. Revision surgery was performed and the rv lead was explanted and replaced. The patient's condition was stable following the procedure.